Manufacturer narrative:
The technician attempted to adjust the brake, but it did not resolve the issue. The technician found the bed had the old style center block bearings. He replaced the bearings and stiffener plate to repair the bed.

Event description:
Information received indicates when the brakes are activated, the brake/steer caster and the brake caster would not roll, but would ratchet from side to side.